Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer would not print. The programmer print reports were full. The hard drive was reconfigured, and the software was reloaded and updated. Analysis also noted that the stylus was intermittently responsive. The stylus was replaced and calibrated. The programmer also failed the link electronic module (lem) final test. The lem was replaced and calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a software update the programmer would no longer print from the internal or an external printer. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.